Event description:
This ra lead was implanted on (B)(6) 1997 and remains implanted as of this time. A call placed in technical services on (B)(6) 2017 stating that this patient was having palpitation. Aai pacer is a farfield oversensing of rvs. Pvarp is already at max and sensitivity cannot be altered and want ptm. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).